Event description:
It was reported that the ventilator generated a technical error codes indicating power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
According to the technician's statement, reported issues were reproduced during on-site visit. Pneumatic back-plane printed circuit board was replaced. The device was delivered to the user in working condition. Technical error 2 indicates a power error. It activates, when -12 v too low, i.e. < -13.2 v. Technical error 3 indicates a power error. It activates, when -12 v too high, i.e. > -10.8 v. Pc 1861 is a pneumatic back-plane interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. Unfortunately, the device¿s logs were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pneumatic back-plane printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).